Event description:
A user facility reported that the intraocular lens (iol) was stuck in the cartridge of the iol delvery system. It was reported that there was no patient impact associated with this event.